Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that the unit is freezing up. There was no patient impact reported.

Event description:
The customer stated that the unit is freezing up. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.